Event description:
It was reported that during a prostate procedure the physician tried "two distinct moxy fibers without success" as each fiber was not recognized by the laser. The physician converted to an alternative procedure (monopolar resection). Additional event information was not reported.no injury was reported. This report is for the second fiber.